Event description:
It was reported that a malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support (cts) arranged for a replacement pump to be sent to the customer, advising them that it would include updated software. The customer was informed of the need to use multiple daily injections as a temporary backup.